Event description:
It was reported that the device was used during a coronary artery bypass graft. It was reported by the rep that the surgeons and o.r. Business manager stated that the clip applier was releasing clips and sometimes "scissoring" and "tearing side branches". There was no consequence to the pt.